Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had history pointers failed and the history pointers are corrupted. The customer¿s blood glucose level was 5.9 mmol/l. Customer stated that insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed. Customer performed self test and it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No history pointers failed alarm noted. Insulin pump received with serial number label fading.